Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of stent positioning issue. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: block a3 and b5 have been corrected.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to pancreas to treat a walled-of-necrosis (won) during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2021. During the procedure, the stent was attempted to be deployed; however, the stent first flange could not be deployed. The stent was then fully deployed inside the cyst. The stent was removed using forceps and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to pancreas to treat a walled-of-necrosis (won) during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2021. During the procedure, the stent was attempted to be deployed; however, the stent first flange could not be deployed. The stent was then fully deployed inside the cyst. The stent was removed using forceps and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.